Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and knee arthroplasty loosening post-operatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The primary operative notes provided confirm that the patient underwent left total knee arthroplasty for severe degenerative joint disease. Review of primary operative notes does not indicate a root cause. The patient had full extension and full flexion and the patella tracked well. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided. DHR was reviewed and no discrepancies were found. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.